Event description:
According to the reporter: patient allegedly experienced bowel obstruction. Adhesions had caused small bowel to become strangulated. It is thought that bands from implant device caused the problem. The patient spent four days in hospital recovering and approximately two weeks post-operatively to have staples removed. Upon completion of removal, surgical site was not completely healed and closed. There were 3, 1cm open areas that ran along incision site that did not heal. The incision area and then obtained wound culture for testing. Prescribed antibiotics and sent home to return back at clinic in one week. On third return, the patient was given another antibiotic that was stronger. I...

Manufacturer narrative:
(B)(4). Originally submitted on 5/5/2015 under manufacturer report # 9615742-2015-00028. Originally submitted for fu3 on 4/28/2015 under batch ID: 2647580-2012-(B)(4).

Event description:
According to the reporter: patient allegedly experienced bowel obstruction. Adhesions had caused small bowel to become strangulated. It is thought that bands from implant device caused the problem. The patient spent four days in hospital recovering and approximately two weeks post-operatively to have staples removed. Upon completion of removal, surgical site was not completely healed and closed. There were 3, 1cm open areas that ran along incision site that did not heal. The incision area and then obtained wound culture for testing. Prescribed antibiotics and sent home to return back at clinic in one week. On third return, the patient was given another antibiotic that was stronger.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).